Event description:
During surgery when the surgeon put needle on needle holder, the suture broke. A piece fell on floor, charge nurse informed staff and magnet sweeper was brought to room. Remaining piece of suture was found. Both pieces of needle was placed in specimen cup with suture label. Surgeon compared both broken pieces to a suture same size and diameter and determined that they matched. All operating room staff and anesthesia agree that we obtained all pieces of suture needle. Broken needle in specimen cup brought to operating room buyer. Patient was not affected. FDA safety report ID # (B)(4).